Manufacturer narrative:
No missing segments/partial display noted during testing. Device passed self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer¿s blood glucose level was 124 mg/dl. Customer reported that the screen was too dimer and they could read the screen but it was not normal. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.